Event description:
It was reported that during a deep brain stimulation (dbs) implant procedure, the physician began making the incisions for the burr hole covers (bhc) when the patient's vital signs began to drop. The stereotactic frame had to be quickly removed so that the anesthesiologist could intervene. The anesthesiologist successfully stabilized the patient's vitals, but the physician decided to abort the case and reschedule for another day. The patient has fully recovered and has been rescheduled for surgery. The bhcs were disposed of by the surgeon following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600-c. Serial: na. Batch: 36814214. UDI: (B)(4).